Event description:
Procedure: face and neck lift and liposuction of neck. Costasis applied under the skin flap in the face and the neck. Light pressure was applied for 2 mins. The pt was sutured. A dressing was applied post-op. In the recovery room, the pt's dressing was soaked with blood. The surgeon re-operated and said that there was a lot of hematoma/seroma under the skin flaps. Every vessel was bleeding and there was no clot at all. He put drains in the pt. He said he checked the pt's pt ptt clotting factors and they were normal.